Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that the instrument handle detaches from the rasp, when the surgeon attempts to remove the rasp. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: a rasp handle was returned for review. Visual inspection the rasp handle exhibited nicks, gouges, scratches, and wear to multiple points of the instrument. The locking cam mechanism (rasp lock) shows wear from use and clamping. The cam is visually dented and gouged. Functional testing for the rasp lock was performed. The gages successfully passed for function. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.